Event description:
The account alleged that nurse was raising the bed and when it was about half way up, the foot end lowered at a high speed all the way down. A patient was on the bed at the time. One of the nurses reported a minor pinch on her fingers when the bed dropped, the foot board bounced and she caught her fingers between the frame and the foot board. She did not require medical attention.

Manufacturer narrative:
Repairs have not been completed.